Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable pulse generator (ipg) system implant procedure, three separate catheters exhibited slitting difficulty. The slitter would not properly cut the blue safe valve lock on the catheter. The doctor then attempted to use scissors to cut the valve which caused the lead to accidentally get cut. This slitting issue happened all three times. The first two the lead itself was accidentally cut but the third time the lead was not cut. The system was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter slitting was partially executed. The catheter shaft was torn. The slitting was not slit on the center of hub of the delivery catheter. There was an issue with the hub of the catheter. The septum of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted a partial delivery catheter was returned without the slitter. Slitting did not start on the center line of the delivery catheter hub. Slitting terminated at 2.5 cm on the hub and then restarted. Slitting terminated again at 4.7 cm on the hub and then restarted. Slitting terminated on the shaft of the delivery catheter at 6.5 cm. The shaft of the delivery catheter was torn at 9.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.